Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. This alarm is to indicate that preventive maintenance is required and would not affect normal ventilation or cause any injury. The root cause of the issue was that preventive maintenance of the device was due. There was no patient or user harm.

Event description:
The report from hospital say: at 10:30 on (B)(6) 2022, the patient was admitted due to coronary heart disease. At 11:30 on (B)(6) 2022, the staff of ICU found that the ventilator showed preventive maintenance. Hamilton-c2 made in jan. 12, 2018.